Event description:
It was reported that during the implant attempt, the atrial lead helix would not extend properly and was unable to maintain acceptable thresholds. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut, and the lead appeared to have been damaged at implant.